Event description:
A male hlthcare worker experienced burning and itchiness with a whitening of the skin to the left 5th finger as he moved items from a sterilizer. The worker washed his hands and went to the emergency dept where he was treated with a medicated cream and the site was bandaged. Symptoms completely resolved within 1 day. The sterred cycle had completed. It was reported that the vaporizer plate was in place.